Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.104, lot: l378418, manufacturing site: bettlach, release to warehouse date: may 03, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the drill bit ø4.2 calibr l145 3flute was returned and received at us customer quality (cq). Upon visual inspection, the tip of the device was observed to be broken. Additionally, signs of field usage were observed on the device. No other issues were noted with the returned device. Reported condition of embedded device was not confirmed as no x-rays were provided. Dimensional inspection: measured dimensions: shaft diameter = conforming document/specification review: based on the manufactured date of the device, the current and manufactured revision of drawings were reviewed: -drill bit 3-flutes dx.x no design issues or manufacturing discrepancies were noted. Investigation conclusion: the complaint is confirmed for the returned device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a procedure the two drill bits broke. The surgeon was unable to remove the two tips of the drill bits, and the fragments remain in the patient. The surgeon used another device to complete the procedure. The procedure was successfully completed. Currently, there is no plan to remove the embedded drill bits. This report involves one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 2 of 2 for (B)(4).